Event description:
It was reported that a patient on peritoneal dialysis therapy experienced a leak on their patient line. The patient was not connected to the homechoice. This event was reported to occur while the patient was trying to re-prime the patient line and accidentally initiated therapy. The initial drain alarm was set to a low volume or no volume so the home choice proceeded to fill immediately, and solution leaked on the ground. The technical service representative assisted the patient in ending therapy and starting over with new supplies. No injury or medical intervention was reported on the patient. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. However, initiating therapy before connecting is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.